Manufacturer narrative:
No moisture damage found on electronic assembly, motor and keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have moisture under display screen due to splashing from washing dishes. Customer's blood glucose was 510 mg/dl, which was treated with insulin pen. Customer was advised that insulin pump would need to be replaced.